Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an implant procedure, the helix was unable to retract when changing the lead position. The physician removed the lead and a piece of tissue was found on the helix. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.